Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a crack was observed from the top of the battery compartment to the pump case seal.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that there was a three quarter inch long crack in the pump casing near the battery compartment and that there was no known trauma to the pump. Reportedly, the pump was not exposed to water and there was no evidence of water ingress. The reporter stated that the lens film was in use, that the battery cap fit securely, and that the pump had not powered down or rebooted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.